Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test, and unexpected restart. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Device also had intermittent button response on the act and up arrow buttons due to flattened dome switches .no button error alarm noted. Device had minor or deep scratched display window, scratched keypad overlay, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 501 mg/dl. The customer¿s blood glucose level was 500 mg/dl. The customer did not experience any symptoms or treatment result of high blood glucose event. Troubleshooting was not performed. The insulin pump will be returned for analysis.